Event description:
It was reported that when an asymptomatic patient presented via remote transmission, the device was observed to be in backup vvi mode. A device download was successfully performed to restore the device.

Manufacturer narrative:
(B)(4).